Event description:
The customer obtained multiple, non-reproducible, lower than expected vitros psa quality control results (level 1 = 1.77 vs. An expected result = 2.4; level 2 = 15.7 vs. An expected result = 21 ng/ml) while using qc lot 27908 processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, lower than expected vitros psa quality control results were obtained while using the vitros 5600 integrated system. Acceptable psa quality control results were obtained from an alternate psa reagent pack of the same lot. Root cause of the lower than expected quality control results could not be determined. There is no evidence that an instrument related issue contributed to the event.